Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely dust accumulated in the fan and the lamp housing preventing cooling inside the equipment, resulting in an increase in the internal temperature and overheating. Additionally, more than 6 years have passed since the device was manufactured, and it is likely that the fan has deteriorated over time and broken due to repeated use for a long period of time. This issue is addressed in the instructions for use (IFU): "avoid using the light source in a dusty environment. This may damage the light source.".

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The e101 error was generated due to heavy dust stuck on the lamp housing fan and the fan was noted broken. A conclusive root cause was not determined.

Event description:
A user facility reported to olympus that the error code "e101" was generated. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.